Manufacturer narrative:
Continuation of medical devices: product ID 3057, product type screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 3057. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for urgency-frequency and urge incontinence. It was reported that the patient believes her lead may have moved as her stimulation, although still felt in the bicycle seat area, was being felt in a different spot than before. The patient also reported that her back was sore. As a result of what was reported, the patient was advised to contact their healthcare provider (hcp) if they believe their lead may have moved. There were no further complications or anticipations reported with this event.